Manufacturer narrative:
Investigation results: the instrument arrived in a contaminated condition. We made a visible and mechanical inspection of the instrument. Outwardly the instrument exhibit no defects. Subsequently we noticed, that the blade guide is complete clogged with dried blood and tissue. The clamping function of the instrument worked well, but the cutting function didn´t. For the root cause analysis of the faulty cutting function we opened the handle. Here we found some broken molding parts. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. The root cause for the problem is most probably usage related. It is plain to see, that the clogged blade guide has contributed to a blockage of the blade. So the applied force on the blade trigger was too high. This led to the breakage of the mechanics in the handle. A CAPA was not initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was intraoperative an issue with a caiman. After one hour and 40 minutes of surgery the caiman had a problem to seal the tissue. The trigger of the blade lost pressure. Additional information was not provided. (B)(4).